Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "CT scan indicated fracture in acetabulum after patient complained of pain. Patient was revised to a trabecular metal zimmer cup component. With cage. A stryker v40 head 32mm head was placed on existing accolade stem which remained implanted in patient."